Manufacturer narrative:
This complaint involved implant drivers where the latch did not engage properly with the surgical handpiece. There was not any patient injury and no additionla intervention was required. If this event were to occur in the future, ther is potential to be harmed by having the components loose in the oral cavity. It may be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. The device is not available for evaluation yet.

Event description:
The dentist reported that the 5.0 long hahn implant driver did not fit their hand piece. No patient contact was reported for this incident.